Manufacturer narrative:
A partial lead with the connector pin measuring 14.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that the lead was explanted as the patient no longer needed the system.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that visual anomaly was observed under fluoroscopy. The proximal portion of the svc coil was pulled back and stretched out. No electrical anomalies were noted. Further testing was recommended to assess lead function. No further information was available.